Manufacturer narrative:
Product complaint # (B)(4). This medwatch report is in response to receipt of maude event report mw5084998. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a double hernia repair surgery in 2007 and the mesh was implanted. The patient had 10 years of severe pain during intercourse. The patient had a follow up surgery in 2017 to try to correct the complications and severe pain so nerves were removed that the mesh was entangled in. It was reported that the spermatic cord had to be freed from the mesh that adhered to it. To remove scar tissue, surgery helped to stop the severe pain during sex but did not stop all complications. It was also reported that the patient¿s right testicle was pulling up inside him which made it impossible for him to stand, sit or walk longer than 15 mins.